Event description:
The customer observed lower biorad quality control values when clinical chemistry urea nitrogen reagent lot 97642un11 was in use. The customer inspected the reagent and observed fungal particulate growth in the r1 reagent cartridge. The customer replaced the suspect reagent cartridge with another reagent from the same lot, then controls were within the expected range. The customer stated there was no issue with all other assays. The customer was sent a replacement lot of reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.